Event description:
A complaint was received from a customer that reported segments were missing from the "hundreds unit" in the display. A request was made to return the unit for evaluation and in the meantime a replacement unit was provided.